Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had turned off on its own again. They had previously called to report the same issue. A battery cap was replaced to attempt to fix the problem but it had no effect on the issue. The customer's blood glucose level was unknown. The warranty was checked and it was found that the insulin pump's warranty had expired on 04/16/2017. The customer was advised to contact their hospital's diabetes clinic to get a new insulin pump. The device will not be returned for analysis.